Event description:
It was reported a malfunction occurred with a trochanteric fixation nail blade during surgery. It was reported the blade would not advance all the way. The surgeon backed out the locking mechanism on the nail and the issue was resolved. There was reportedly a three to five minute delay in the procedure.this report is for one helical blade. (B)(4).

Manufacturer narrative:
(B)(4): this report is for one unknown helical blade/unknown lot.device has not been explanted.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.